Manufacturer narrative:
(B)(4) - exposure/extrusion/protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of a hysterectomy, bilateral salpingo-oophorectomy, sacral colpopexy and cysto/ v cath and cystoscopy. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. It was reported that the patient underwent a removal of suture on (B)(6) 2009 due to suture erosion. It was reported that the patient underwent mesh removal on (B)(6) 2010 due to constant pain and bleeding. It was reported that the patient underwent repair of vaginal sinus and revision on (B)(6) 2010 due to foreign body in vagina. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures, including surgical procedures in 2009 and 2010 and a mesh removal surgery in (B)(6) 2010. No additional information is provided at this time.